Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg explanted and replaced.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the ipg was unable to communicate with external devices and patient lost therapy. Surgical intervention may occur to address the issue.